Manufacturer narrative:
Upon receipt of user facility medwatch report # 4900240000-2020-8152 on 1/8/2021, we reviewed our records and confirmed the event described in the user facility medwatch is the same event which was reported in MDR 1043572-2020-00063. The lighthandle cover is manufactured and packaged in a controlled environment. Employees wear hairnets, safety glasses, gloves, and are fully gowned. Additionally, the lighthandle cover is terminally sterilized using ethylene oxide. The entire lighthandle cover device including the contents within the sterile barrier are considered sterile. No additional issues have been reported.

Manufacturer narrative:
Steris became aware of this event on (B)(6) 2020 through our periodic review of the medsun database. The report did not identify the name or location of the user facility of the device in question. To-date we have not been informed of this event directly from the user facility. We will fully investigate if the healthcare facility is identified at which point we will file a follow-up report detailing the investigation.

Event description:
The user facility reported via user facility medsun report the following, "disposable light handle cover in sterile prepackaged container within a disposable surgical supply pack. The scrub nurse peeled open the light handle cover package and immediately discovered a black hair inside the container. Opened light handle cover and container was not placed on sterile field. Light handle cover and packaging discarded. No contamination or patient exposure."